Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys ft4 ii assay result for two patient samples from a cobas 8000 e 602 module. The samples were investigated using a cobas 8000 e 801 module, cobas 6000 e 601 module, and a cobas e 411 immunoassay analyzer. Refer to the attachment to the medwatch for all patient data. Information concerning if any erroneous results was reported outside of the laboratory was requested, but it was unknown. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. From the information provided, a general reagent issue was not likely. The root cause was most likely a sample specific issue (pre-analytical preparation), a reagent specific issue (presence of foam/bubbles on reagent surface and/or system reagents) or to an analyzer specific issue (dirt on sample probe/gripper finger).